Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy with contraceptive device/ pregnancy: complication, ectopic'), abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)') and nephrolithiasis ('bladder or urinary problems or changes: kidney stones') in an adult female patient who had essure (batch no. 825168-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included multigravida, parity 4 ((B)(6) 2000, (B)(6) 2008, (B)(6) 2012, (B)(6) 2018.), corpus luteum cyst, bleed in luteal cyst, dysfunctional uterine bleeding, cystourethroscopy and d & c. Concomitant products included intrauterine contraceptive device (paragard) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), nephrolithiasis (seriousness criterion medically significant), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), astigmatism ("vision/eye problems type: astigmatism"), vision blurred ("vision/eye problems type: blurriness"), fatigue ("fatigue"), uterine mass ("other injury(ies) or complication please describe: uterine mass."), pelvic pain ("pelvic pain female/ pelvic pain"), abdominal pain ("abdominal pain"), flank pain ("flank pain"), bladder pain ("bladder pain"), complication of device insertion ("information received: no coils placed on right - would not accept date received: (B)(6) 2012"), back pain ("back pain"), hypersensitivity ("allergy: other"), urinary tract disorder ("urinary probs") and cystitis ("bladder infect"). Essure treatment was ongoing at the time of the report. At the time of the report, the abortion of ectopic pregnancy, vaginal haemorrhage, menorrhagia, nephrolithiasis, migraine, dysmenorrhoea, vaginal discharge, astigmatism, vision blurred, fatigue, uterine mass, pelvic pain, abdominal pain, flank pain, bladder pain, back pain, hypersensitivity, urinary tract disorder and cystitis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, astigmatism, back pain, bladder pain, complication of device insertion, cystitis, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, flank pain, hypersensitivity, menorrhagia, migraine, nephrolithiasis, pelvic pain, urinary tract disorder, uterine mass, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: received treatment for allergy? No received treatment for breakage/ expulsion? No plaintiffs experienced other pregnancy with essure, which was captured under 2019-166231 the plantiff received treatment for pelvic pain, abdominal pain, back pain, urinary tract disorder, cystitis medical records: us pregnancy transvaginal ( (B)(6) 2017): no evidence of intrauterine pregnancy. The complex left ovarian cyst is most consistent with a corpus luteal cyst, however due to the clinical history, a left ovarian ectopic pregnancy could be considered. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: findings: :an essure device is noted in the left fallopian tube. There is no evidence of the right essure device. There is suggestion of a second essure device in the left tube. Bilateral renal calculi without hydronephrosis. Cystic lesion in the upper pole the left kidney with dependent calcification and adjacent calyx is likely a calyceal diverticulum possible 2 essure devices in the left fallopian tube. Likely corpus lutein cyst in the right adnexa measuring less than 2 cm. Recommendations for flu of hemorrhagic cysts and corpus luteum cysts1. Concerning the injuries reported in this case, the ectopic pregnancy was confirmed in patient¿s medical records and described as ¿suspicion of left ovarian ectopic pregnancy¿. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : reporter information updated. Events added - back pain, hypersensitivity, urinary tract disorder, cystitis. Ectopic pregnancy (previous reported in mr) was confirmed in the current pfs. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('suspicion of left ovarian ectopic pregnancy with miscarriage'), abortion of ectopic pregnancy ('suspicion of left ovarian ectopic pregnancy with miscarriage'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and nephrolithiasis ('bladder or urinary problems or changes: kidney stones') in an adult female patient who had essure (batch no. 825168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device ((B)(6) 2018). Concurrent conditions included multigravida, parity 4 ((B)(6) 2000, (B)(6) 2008, (B)(6) 2012, (B)(6) 2018.), corpus luteum cyst, bleed in luteal cyst, dysfunctional uterine bleeding, cystourethroscopy and d & c. Concomitant products included intrauterine contraceptive device (paragard) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nephrolithiasis (seriousness criterion medically significant), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), astigmatism ("vision/eye problems type: astigmatism"), vision blurred ("vision/eye problems type: blurriness"), fatigue ("fatigue"), uterine mass ("other injury(ies) or complication please describe: uterine mass."), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), flank pain ("flank pain"), bladder pain ("bladder pain") and complication of device insertion ("information received: no coils placed on right - would not accept date received: 09oct2012"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy, abortion of ectopic pregnancy, vaginal haemorrhage, menorrhagia, nephrolithiasis, migraine, dysmenorrhoea, vaginal discharge, astigmatism, vision blurred, fatigue, uterine mass, pelvic pain, abdominal pain, flank pain and bladder pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, astigmatism, bladder pain, complication of device insertion, dysmenorrhoea, ectopic pregnancy, fatigue, flank pain, menorrhagia, migraine, nephrolithiasis, pelvic pain, pregnancy with contraceptive device, uterine mass, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: received treatment for allergy? No. Received treatment for breakage/ expulsion? No. Plaintiffs experienced other pregnancy with is captured under 2019-166231. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen on (B)(6) 2017: findings: an essure device is noted in the left fallopian tube. There is no evidence of the right essure device. There is suggestion of a second essure device in the left tube. Bilateral renal calculi without hydronephrosis. Cystic lesion in the upper pole the left kidney with dependent calcification and adjacent calyx is likely a calyceal diverticulum possible 2 essure devices in the left fallopian tube. Likely corpus lutein cyst in the right adnexa measuring less than 2 cm. Recommendations for flu of hemorrhagic cysts and corpus luteum cysts1. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Lot number received. New events: abnormal bleeding (vaginal, menorrhagia),bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping),vaginal discharge, vision/eye problems. Type:astigmatism/blurriness, fatigue, other injury(ies) or complication please describe: uterine mass, abdominal pain, pelvic pain, flank pain, bladder pain, ectopic pregnancy, abortion of ectopic pregnancy, pregnancy with contraceptive device, did not undergo confirmation test, device insertion failed were added. Outcome for pregnancy added. New reporters, plaintiffs information added. Concomitant conditions, drugs and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.